Manufacturer narrative:
The device was returned for evaluation and the implant coil was not attached to the pushwire. The evaluation could not determine the cause of the event; however, the coil was found broken from the coil shell which likely occurred during manipulation of the device. The axium IFU (instructions for use) states "if axium detachable coil repositioning is necessary, take special care to retract coil under fluoroscopy in a one-to-one motion with the implanted pusher. If the coil does not move with a one-to-one motion, or repositioning is difficult, the coil has been stretched and could possibly break. Gently remove and discard both the catheter and the coil." All coils are 100% inspected for damage and irregularities during manufacture. (B)(4).

Event description:
Information received from medwatch# (B)(6). Treatment of an aneurysm. During the procedure, it was reported that the implant coil prematurely detached as the physician was repositioning it inside the aneurysm. The implant coil was removed from the patient with a snare. No injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The device involved in the event has not been returned for evaluation. (B)(4).